Event description:
A free flow after the transfer set was installed and before the unit was programmed. Since the set had been discarded the reporter had the user install another set per his directions, which did not result in free flow. Since the issue was resolved by telephone the unit was not swapped. No pt involvement.